Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref. MFR report # 1627487-2014-08310. It was reported, the pt's scs system stimulation had changed on (B)(6) 2014 and was now causing stimulation in the wrong location. The pt has reportedly had multiple falls since her permanent implant procedure on (B)(6) 2013. It was determined one of the pt's scs leads had migrated. As it is unk which lead is associated with the reported issue, all possible leads are being reported. Additional info received identified both of the pt's leads were explanted and replaced on (B)(6) 2014. The pt reportedly has effective stimulation postoperative.